Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the observed burned foreign material on the video connector contacts could not be identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result of component failure due to insufficient device cleaning and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit burned/foreign residue on video connector gold contacts. There was no patient involvement, and no harm was reported as a result of the event.